Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. A touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Abrasion was also noted on other areas of the same exhaust tube and the shorter exhaust tube of the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with either cylinder. Based on recreation of the position of the tubes according to the abrasion pattern, the pump exhaust tubes were overlapping each other while in vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the longer exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable.

Event description:
According to the available information, malfunction - fractured tube at pump. Additional information received from the physician indicated that there was a tubing fracture near junction with pump.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - fractured tube at pump.